Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests, no alarm noted. The device had cracked reservoir tube lip, minor scratches on the lcd window, scratches on the reservoir tube window, and missing end cap sticker.

Event description:
The customer stated that she had been receiving no delivery alarms. The customer had to revert to manual injections. Troubleshooting was done. The customer stated that the insulin did exit during fixed prime and that the cannula was not bent. Explained that the site may have been occluded. The customer stated that she had high blood glucose levels of 503 mg/dl. She treated herself with manual injections in order to bring down her blood glucose levels. The customer expressed frequent urination, thirst and nausea as symptoms of her high blood glucose levels. Advised that the pump would be replaced due to the thirty no delivery alarms that the customer received. Nothing further reported.